Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during a pelvic floor repair and sacrospinous ligament fixation procedure on an unknown date. According to the complainant, during procedure, the capio carrier broke into two pieces while the physician was deploying the suture inside the patient. However, there were no pieces left inside the patient. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.